Event description:
It was reported that high lead impedance (>10,000 ohms) was observed upon checking the patient's device on (B)(6) 2015. The patient lives in a skilled facility and is supervised at all times. Nobody noticed any trauma or manipulation that may have caused the high impedance. The patient experienced a small increase in seizure activity over prior week and a half. Device diagnostics were reportedly within normal limits in (B)(6) 2015. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Analysis was completed on the products. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. No other anomalies were identified other than normal abrasion in the outer silicone tubing and explant related damage. There is no evidence to suggest discontinuities in the returned portions. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient had generator and lead replacement on (B)(6) 2015. The lead was replaced due to high impedance and the generator was replaced prophylactically. The explanted products were received for analysis. However, analysis has not been completed to date.